Event description:
Patient developed upper abdominal pain and seen in the ER. CT completed, foreign body noted in pulmonary artery. Patient taken to cath lab for angiogram retrieval. Foreign object was 10 cm green guide wire presumably from PICC line removed in 2008 on previous admission. Examination of fragment believed to be product failure.